Manufacturer narrative:
Investigation ¿ evaluation. A law firm reported an incident involving nester platinum embolization coils. On or around (B)(6) 2011, the patient had a varicocele embolization procedure of the left pelvic and ovarian veins. During the procedure, the patient had four nester embolization coils implanted. All coils are from unknown lot numbers. Though a possible rpn was provided, it does not match a cook rpn and therefor has been left as unknown. Shortly after the procedure, the patient experienced multiple health issues including nutcracker phenomenon and chronic pelvic and abdominal pain. On or about (B)(6) 2019, the patient had the coils removed due chronic pelvic and adnominal pain. After the coils were removed, the patient began to feel relief. The patient had a pre-existing condition of pelvic venous congestion. A review of the instructions for use (IFU), manufacturing instructions, quality control, and specifications of the device was conducted during the investigation. The complainant did not return the complaint device to cook for investigation. Due to this, no dimensional, visual, or functional verifications could be completed. There is no evidence that the device was manufactured out of specification. Additionally, a document based investigation evaluation was performed. The risks associated with these devices are acceptable when weighed against the benefits. Sufficient inspection activities are in place to identify potentially related failure modes prior to distribution. A review of the device history record (DHR) could not be completed due to lack of lot information. However, cook was informed of facilities involved in the case. It is unknown which facility or if these facilities are where the coils were implanted. A global sales shipment report was conducted from 27may2006 through 27may2011 for nester coils. Cook was unable to narrow down the lot this complaint pertains to. There is no evidence suggesting nonconforming product exists in house or in the field. The product labeling was reviewed. The product IFU provides the following information to the user related to the reported failure mode: device description: "nester embolization coils are made of platinum with spaced synthetic fibers, and are supplied preloaded in a loading cartridge. They are designed to be delivered to the target vessel using a soft, straight wire guide through a standard angiographic catheter." Warnings: "positioning of the embolization coils should be done with particular care. Coils should not be left too close to the inlets of arteries and should be intermeshed with previously placed coils if possible. A minimal but sufficient arterial blood flow should remain to hold the coils against the previously placed coils until a solid clot ensures permanent fixation. The purpose of these suggestions is to minimize the possibility of loose coils becoming dislodged and obstruction a normal and essential arterial channel." Instructions for use: "perform a final angiogram to confirm the coil position within the target vessel." How supplied: "supplied sterilized by ethylene oxide gas in peel-open packages. Intended for one-time use. Sterile if package is unopened or undamaged. Do not use the product if there is doubt as to whether the product is sterile. Store in a dark, dry, cool place. Avoid extended exposure to light. Upon removal from package, inspect the product to ensure no damage has occurred." A review of the design history file (dhf) showed that biocompatibility testing of nester coils has been completed as described in iso standards. A definitive conclusion could not be determined as to why the patient experienced an adverse physiological response. Findings of this investigation revealed no evidence to suggest the device was manufactured out of specification. Based on the information provided, no returned product, and the results of the investigation, the investigation conclusion for this complaint is cause traced to the patient for an adverse physiological response. The appropriate personnel have been notified. Cook will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Reporter occupation: esquire. PMA/510(k) #: exact device identity is not know. Device is preamendment or k153778. (B)(4). This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, (patient) suffered from swelling of a vein resulting in pain and was diagnosed with pelvic venous congestion. On or about (B)(6) 2011, patient elected to have a varicocele embolization procedure during which 4 nester platinum embolization coils were implanted. Shortly after the procedure the patient allegedly began to experience a litany of health issues including nutcracker phenomenon and chronic pelvic and abdominal pain. On or about (B)(6) 2019, the patient had the coils removed due to "chronic pelvic and abdominal pain." After the coils were removed, the patient began to feel relief. No other adverse effects were reported. Additional information is unavailable at this time.

Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.   This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Per medical records received 07jan2021: the patient presented on (B)(6) 2019 for a left renal autotransplant and extraction of gonadal vein embolization. The left nephrectomy, preparation of the left renal autograft and transplant of the left renal autograph into the left iliac fossa was successfully executed. A ureteral stent was placed and a kidney biopsy was conducted. Finally, a left oophorectomy was conducted. The surgical report noted "the coils involved the left ovary as well and after confirming with her husband, we extracted the ovary using multiple fires of the vascular stapler." The patient reportedly tolerated the procedure well and there were no apparently complications.